Event description:
Investigation completed and summarized in h 10.

Manufacturer narrative:
Investigation completed on a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) received three pictures. Picture one revealed a scratch on balloon. Sample from pn: 100/860/070 was received in used conditions, without its original packaging and decontaminated inside a plastic bag. Functional testing inflated with air, but the pilot balloon could not remain inflated, which confirmed complaint. The engineering process was reviewed which revealed production prior to release performed at 100%, therefore the cause is believed to occur upon leaving production.

Manufacturer narrative:
Only the month ((B)(6)) and year (2020) of the event date are known. (B)(6). Device evaluation in progress.

Event description:
It was reported that the cuff component of the portex blue line ultra (blu) tracheostomy tube did not inflate. This product problem was observed during patient use. The tracheostomy tube was replaced with another one as a result. No patient injury or complications were reported in relation to this event.